Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f112 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f112 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned kit and phots is still in progress. A supplemental report will be filed when the analysis of the kit and photos is complete.

Event description:
The customer called to report an alarm #7: blood leak (centrifuge chamber) alarm and a drive tube leak/break which occurred during a treatment procedure. The customer stated that the alarm #7: blood leak (centrifuge chamber) alarm occurred at the start of the procedure; at around 100ml of whole blood processed. The customer reported that there seemed to be a small leak in the drive tube. The customer stated that the treatment was aborted with no return of blood/products to the patient. The customer reported that the patient was in stable condition and was currently undergoing a new treatment without any issues. The kit and photos were submitted for investigation.

Manufacturer narrative:
The kit and photos were received for investigation. A review of the photos confirmed the leak, as the photos indicated that there was a leak within the centrifuge chamber. An evaluation of the photos determined that the leak formed a line that went all around the centrifuge chamber and onto the drive tube; just above the drive tube's lower bearing. The leak was also seen on the centrifuge arm next to the drive tube. The leak was found to be aligned with the joint between the two exterior components of the centrifuge bowl as it sits in its holder. The smartcard was not returned for investigation therefore, the occurrence of the alarm #7: blood leak (centrifuge chamber) alarm could not be confirmed. A visual examination of the kit also confirmed the leak as there was a spot of dried blood on the drive tube, just above its lower bearing. In addition, the visual inspection of the kit, discovered a potential issue with the joint between the centrifuge bowl and its base. A gap was found between the feature on the bottom of the bowl and the base that runs around the entire circumference of the bowl. Normally, the top surface of the base is right against the feature on the bowl as that feature determines how close the two components become during the welding operation that joins them. The centrifuge bowl was pressure tested in order to check for leaks. No flow restrictions were felt during the testing, however an issue with the internal routing of the bowl was uncovered. However, no leaks were found within the centrifuge bowl during the pressure testing. The centrifuge bowl and drive tube also underwent a dynamic test in order to check for leaks. The centrifuge bowl and drive tube were filled with a bleach solution and installed on a test instrument in diagnostic mode. The centrifuge bowl and drive tube were spun at 500rpm for one minute, and no leaks were found. The centrifuge bowl was then spun for one minute at 1200 rpm and again for another minute at 1800rpm, and no leaks were found. The centrifuge bowl was next spun at 2400rpm for one minute and a very faint line of a dark colored liquid was seen around the centrifuge chamber at the level of the joint between the centrifuge bowl and its base. There were no other corresponding lines of color at any other location within the centrifuge chamber. After the centrifuge bowl and drive tube were removed from the bowl holder, dark spots were seen on the inside of the bowl holder, near one of the locating slots. The color of the spots were the same color as the liquid that was inside of the centrifuge bowl. The appearance of the dark spots and the colored line around the inside of the centrifuge chamber indicated that a leak had occurred while the bowl was being spun at full speed. The cause for the alarm #7: blood leak (centrifuge chamber) alarm was due to a leak at the joint between the centrifuge's outer bowl and its outer bowl cover. The cause for the centrifuge bowl leak was a weld joint not being fully formed. The root cause for the weld joint not being fully formed was due to an assembly error in connecting the drive tube to the centrifuge bowl which prevented the outer centrifuge bowl cover from collapsing and forming a fully formed weld joint. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. The manufacturing operators who perform this task underwent retraining on the correct assembly process. A manufacture's corrective action was also opened in order to investigate/incorporate an improved system in order to verify 100% that each centrifuge bowl is properly welded prior to being assembled into kits. No further action required. This investigation is now complete. Trends were reviewed for complaint category, centrifuge bowl leak/break, no trends were detected for this complaint category. (B)(4).